Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19811. It was reported the patient's stimulation was ineffective. The patient declined reprogramming and requested the system be explanted. The physician explanted the scs ipg but the lead remained implanted. The ipg will not be returned.